Manufacturer narrative:
This complaint was received about a stent dislodgment into the guiding catheter during the insertion of the stent. Based on the initial information, this complaint would not reportable; however, the product was returned and there are two flared stent struts in the proximal end. Based on the product evaluation report from the failure analysis lab, this will now become reportable and further investigation will need to be done. Lot history record review: this is the first report of this type received for this sterile lot number to date. Visual analysis: the bx sonic was returned with the stent pushed proximal off the balloon and onto the catheter body. Two of the stent struts in the proximal end were flared. Conclusion: the stent had been forced proximal off the balloon and onto the catheter body. The proximal end of two stent struts were flared. The exact cause of the displaced stent could not be determined. Although, flaring of the stent struts in the proximal end may occur upon an attempt to withdraw the stent back into the guiding catheter. Additional information will be submitted within 30 days of receipt.

Event description:
Stent dislodged while being advanced into guide. Product will be returned.